Manufacturer narrative:
Concomitant product: product ID: 37712, serial# (B)(4), product type: implantable neurostimulator. (B)(4). Analysis if the desktop charger, model 37761, s/n (B)(4), found the cable assembly had a broken connector.

Event description:
A consumer reported that the metal piece broke off and stuck in the charger since (B)(6) and she was not able to charge for two and half weeks. The consumer reported receiving a replacement desktop charger; however, she reported seeing the poor communication screen on the patient programmer (pp) and not being able to communicate with the implantable neurostimulator (ins) using the recharger (insr). The last successful charge session was noted as 3-4 weeks ago and she was not feeling stimulation since (B)(6) 2015. An overdischarge was suspected. The consumer stated she turned off her ins periodically when she drove and she had been driving a lot and it had been a while since she used the device. The consumer knew it was her fault, she did not charge the ins for a while, and did not call as soon as the connector pin broke off of the desktop charger (dtc). The consumer stated she did not have any previous overdischarges. Indication for use included headache, non-malignant pain, and head/neck (non-malignant).